Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report, but with no result. Olympus reviewed the customer's equipment inventory and found that the user facility has only (B)(4) scope with serial# (B)(4). A review of the instrument history of this duodenovideoscope revealed that the user facility purchased the device on (B)(4) 2012, and the device has not yet been returned to olympus for service since then. The exact cause of the user's experience could not be conclusively determined. If add'l and significant info is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an excess of caution.

Event description:
Olympus received a medwatch report that stated, "hospitalized with abnormal liver function test results and dilated common bile duct underwent endoscopic eval. Esophagogastroduodenoscopy (egd) could not be performed because ercp scope elevator broke during procedure. The procedure was aborted. The pt discharged home to possibly have ercp done as an outpatient if warranted by liver function test results."